Event description:
Study subject called on march 16 2006 stating that the subject is away from home and thinks has "pink eye". The patient complained of a gritty feeling on walking and some melting on a watering, painful, photophobic rightr eye. The treating physician reported the patient had 3 things going on. An "internal hordeolum causing the pain, a small 0.2m corneal erosion, and an anterior chamber reaction with 2+ cells. The bed of the erosion was reported clear without infiltrates. The patient was cyclopledged and prescribed pred forte and vigamox. The patient reportedly was seen march and was worse on follow up. The abrasion increased to 0.3mm and "the chamber reaction was not 4+ with too many cells to count." Pred forte was stopped and the patient was given zymar. The abrasion now had an infiltrate "continued to the anterior stroma" the patient was diagnosed with iritis. On follow up, march, the pain was much better and photophobia resolved.